Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/28/2016 and found the blood sampling valve (bsv) and its actuator making a grinding sound, and stated the leak in open mode may have been caused by bsv alignment. The bsv and actuator were replaced to resolve the leak and the reported error messages; per procedure following replacement, the fse adjusted calibration and also replaced the diluent dispensers as a precaution. (B)(4).

Event description:
The customer reported receiving unable to process request and tube retract error messages on a coulter lh 500 hematology analyzer, causing the system to halt processing. The customer also reported an uncontained bloody fluid leak of approximately 1 ml. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.